Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 42 mg/dl. Reportedly, the pump settings needed to be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer addressed low bg levels with juice.